Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you.

Event description:
It was reported that the customer experienced a low blood glucose level reaching 21 mg/dl and a 0.28 mmol/l ketone level resulting in a coma. Customer was treated in the emergency room (ER) with glucose packs. After receiving treatment, the customer's bg level increased to 285 mg/dl and the customer was released from the ER in an improved condition. The cause of the event was due to the customer accidentally setting a basal rate of 4.1 units per hour instead of 0.41 units per hour.